Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The customer explained that the physician was using a power strip and had multiple components on the same circuit. This overloaded the power strip and it failed, causing the isi equipment and third party equipment in the room to fail simultaneously. The vision side cart (vsc), erbe and patient side cart (psc) were undamaged but the surgeon side console (ssc) remained unresponsive. The fse replaced the ssc circuit breaker and redundant medical grade power supply (rmgps). After replacement, the system was tested and verified as ready for use. Isi received the rmgps unit involved with this complaint and completed the device evaluation. Failure analysis replicated the the reported complaint. When reviewing the logs, there were several errors 417 indicating one of the redundant power supplies is failing. The power supply cannot be installed as it smells burnt and it's not in condition to be installed and tested. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: the customer converted to laparoscopic surgery after the start of the procedure due to the system going dark from the overloaded circuit. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer heard a 'pop' noise and everything went dark. The customer saw something coming from back of vision side cart (vsc) and smelled electronics/plastic burning smell. The surgeon reported that the surgeon side console (ssc) completely shut down and had a red caution sign with a red triangle and fuzzy lines in the ssc. Prior to calling, the system powered itself back on and the customer regained vision which was functioning. Prior to calling, the customer converted to laparoscopic surgery. The technical service engineer (tse) reviewed the logs and found error 23 and 40084 on video processor (vp). The tse asked if other equipment was on the vsc and the customer confirmed the erbe and air seal were on the vsc. The customer informed that the air seal lost pressure during this event. The surgeon elected to convert the procedure and proceed laparoscopically. The procedure was converted to laparoscopic surgery with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.